Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient indicated that he gets a two inches erection after 30 pumps of his inflatable penile prosthesis (ipp); which is insufficient for penetration. The patient also states that the pump remains flat after compression. The patient visited his implanting surgeon who confirmed the pump issue. The patient discussed troubleshooting techniques with boston scientific patient services specialist; however, the issue was not resolved. The patient will visit another urologist for further evaluation.